Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient's father stated that upon removal of the sensor wire, they believed the sensor wire was still in the patient's arm. The patient was taken to the emergency room (ER) and was seen by a physician. An x-ray image was performed and the image results found no sensor wire in the patient's arm. The patient was released from the ER the same day. At the time of contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.